Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15381369/15115711/17354108.

Event description:
It was reported that the patient was experiencing discomfort which aggravated the sciatica when sitting. The patient underwent a procedure wherein the ipg and leads were explanted and new system was implanted. The patient was doing well postoperatively and the explanted device components were retained by the medical facility and will not be returned.